Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. The customer did not report this occurring during patient use. No specific AED or battery information was provided.

Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known.